Manufacturer narrative:
H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and the presence of dark spots on the reported samples were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter contamination was observed in six (6) exactamix vented high-volume inlets. The contamination was described as, ¿spot on tube and white connector, dirt inside cap¿. This was found before use. There was no patient involvement. No additional information is available.